Event description:
It was reported that the cannula deployed early, before the patient had applied the pod to the skin, indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. The download data shows the device completed 46 first prime pulses and was then deactivated by the user. The needle mechanism did not deploy as the pod was deactivated after the first priming sequence ended but before the start of the second priming sequence. During investigation, the device deployed as intended upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle deploying early.